Event description:
It was reported by service report that the wheel on the head section is broken. The load wheel castings were found to have cracks in both sides. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.